Event description:
It was reported that the user was facing recurring issues with an 4k imaging system installed in 2023. During procedures, the image on the monitor intermittently goes blank, requiring a system reboot, particularly during critical cases. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device was not returned to the manufacturer for inspection. Therefore, a physical technical investigation is not possible. The root cause is based on provided information, historical data and the experience of the investigator. The most probable root cause is a defect of an electronic component on the mainboard of the tc201 image1 s connect ii which fails randomly. This led the signal output to fail to send a signal. Consequently, the monitor went blank if there is no signal at the monitors input board. The IFU is stating this "failure of products" clearly in section 3.8, page 10, as well as section 3.8, page 9. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).